Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, posterior repair and cystoscopy due to pelvic organ prolapse, stress urinary incontinence and uterine bleeding. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to perforation of the uterus. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.